Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact. The insulin pump was also received with failed battery test alarm due to corroded battery tube. Pump received with cracked reservoir tube lip, scratched reservoir tube window, minor scratched lcd window and cracked battery tube threads.

Event description:
The spouse reported via phone call that the customer received a blank display after changing their battery. The spouse stated the customer did not drop, bump, or expose their insulin pump to moisture. The spouse also reported the battery compartment was corroded on the insulin pump. Customer's blood glucose was 260 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.